Event description:
Subject (B)(6) adverse event of advancement to total knee replacement after scp and osteoarthritis.

Manufacturer narrative:
Subchondroplasty observational knee study subject (B)(6) underwent the initial subchondroplasty procedure on (B)(6) 2018. Prior to the initial scp procedure, the patient had previous corticosteroid injections, viscosupplementation and physical therapy. No intraoperative adverse events were reported. At a follow-up on (B)(6) 2019, the subject underwent a total knee replacement of the same knee, as the subject showed osteoarthritis of moderate severity. There were 360 days between the index and follow-up procedures. Per health care professional reporting on the case, this event was possibly related to the subchondroplasty study procedure but not related the accufill implant. The postoperative condition was not noted. The event was most likely caused by the patient anatomy and clinical conditions. The DHR was unable to be reviewed, as the lot number for the device related to the event was unable to be confirmed. The device in question remains implanted in the patient and therefore was not returned for the investigation.

Manufacturer narrative:
On (B)(6) 2018, the patient underwent the initial subchondroplasty procedure with an unknown subchondroplasty device. The product was not returned for the investigation, as it remains implanted in the patient. It is unknown is any additional procedures were performed or if any complications occurred intraoperatively. The operative notes have been requested for investigation. On (B)(6) 2019, the patient underwent a total knee replacement. The health care professional noted that the event is possibly related to the subchondroplasty procedure. It was noted that the patient had osteoarthritis, and the patient had received previous treatment of corticosteroid injections, viscosupplementation and physical therapy. Once additional information becomes available about the event, a supplemental report will be submitted.

Event description:
Subject (B)(6) adverse event of advancement to total knee replacement after scp and osteoarthritis.